Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. The lens was removed. Additional info has been requested but to date has not been received. The surgeon was not familar with the lens or delivery system.